Manufacturer narrative:
The consumer thought product was a multi-purpose solution and rinsed lens before inserting into eye. Consumer reported experiencing burning, blurred vision, and sensitivity to light after product use resulting in a doctor visit. Medical information received from the doctor confirmed patient was diagnosed with an ocular chemical burn of the right eye, the injury was superficial and the extent of the injury was mild. The bulbar conjunctiva had generalized hyperemia and marked chemosis was noted in the subconjunctival space of the right eye. The patient was prescribed polytrim. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿the symptoms and signs reported are consistent with the (B)(6) description of a temporary injury associated with hydrogen peroxide exposure. The doctor reported the patient recovered. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
The consumer thought product was a multi-purpose solution and rinsed lens before inserting into eye. Consumer reported experiencing burning, blurred vision, and sensitivity to light after product use resulting in a doctor visit. Medical information received from the doctor confirmed patient was diagnosed with an ocular chemical burn of the right eye, the injury was superficial and the extent of the injury was mild. The bulbar conjunctiva had generalized hyperemia and marked chemosis was noted in the subconjunctival space of the right eye. The patient was prescribed polytrim. Doctor noted that patient instilled peroxiclear on contact lens and then inserted lens into eye. The doctor reported the patient recovered.